Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Their atrial lead exhibited over-sensing noise which produced inappropriate automatic mode switch episodes. Programming changes were made. The patient was in stable condition.